Event description:
A patient underwent a catheter placement procedure using the PowerPort M.R.I. ISP. After some time, it was reported that the catheter broke inside the patient's body and required removal in the operating room. It was further reported that leakage was observed, and the patient's neck swelled when saline was flushed. Furthermore, the catheter segment had migrated to the right ventricle and was subsequently removed. The current condition of the patient is stable.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS IS CURRENTLY BEING PERFORMED. THE RETURN OF THE SAMPLE IS PENDING. HOWEVER, A PHOTO WAS PROVIDED FOR REVIEW. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
A PATIENT UNDERWENT A CATHETER PLACEMENT PROCEDURE USING THE POWERPORT M.R.I. ISP. AFTER SOME TIME, IT WAS REPORTED THAT THE CATHETER BROKE INSIDE THE PATIENT'S BODY AND REQUIRED REMOVAL IN THE OPERATING ROOM. IT WAS FURTHER REPORTED THAT LEAKAGE WAS OBSERVED, AND THE PATIENT'S NECK SWELLED WHEN SALINE WAS FLUSHED. FURTHERMORE, THE CATHETER SEGMENT HAD MIGRATED TO THE RIGHT VENTRICLE AND WAS SUBSEQUENTLY REMOVED. THE CURRENT CONDITION OF THE PATIENT IS STABLE.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria.Investigation Summary: One PowerPort MRI isp implantable port attached to a catheter in two segments was returned for evaluation and one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted at the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 16.1cm in length. A complete circumferential break was noted at the proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter appeared to be uneven. The surface was observed to be granular with residue throughout. The edges of the complete circumferential break on the proximal end of the distal catheter segment appeared to be uneven. The surface was observed to be granular with residue throughout. An in-house syringe with dye water was attached to the proximal end of the catheter segment returned. leak occurred due to catheter complete fracture. A complete catheter fracture was also noted in the photo review. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and fluid leak issues. However, it is inconclusive for the reported migration issues as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample and the provided photo. The definitive root cause could not be determined based upon available information.Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.G2, G3, H6 (Component, Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.